Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2015 (hysterectomy partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case became incident. Event injury nos updated with events pelvic pain, abdominal pain, pregnancy: birth - no complication, migraines, headaches. Patient date of birth added. Reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery ((B)(6) 2016(hysterectomy partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown and the abdominal pain, migraine and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: both ostea (as written) seen. Lt canalized and deployed with 2 spirals in cavity at end. This repeated on right with 0 spirals seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs receieved : following events were added : menstrual pain. Outcome of abdominal pain,migraines/headaches was changed from unknown to recovered/resolved. Reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.